Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4), pt thought other ins should have lasted longer as well]: information was received from the patient¿s friend/family member regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt like their implant should have lasted longer. It was indicated that there was an allegation towards dissatisfaction with the ins longevity. No further complications were reported/anticipated.